Event description:
Please note the complaint below involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an 864-1600-33 -jms fistula sysloc mini 16g x 1 be/cl. The supply chain supervisor called stating one item 864-1600-33 from lot#241016512 stuck to one of the nurses. The needle poked the nurse causing her to bleed. This item was in a cabinet and was in packaging, however the cap was not attached to the needle and when nurse went to reach for it she was poked. So far just one out of the case was defective. Poked nurse and bleeding was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).